Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per (B)(4) since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to the customer's site. The stm evaluated the iabp and was able to reproduce the issue. The stm found that the customer dropped the iabp and the handle came out on the back of the unit and it damaged the pressure hose due to the drop. The stm fixed pressure hose by cutting it shorter. The stm noted that the pressure hose has been crushed when the customer dropped the iabp unit which created a hole in the pressure hose. Unrelated to the reported issue, the stm replaced a missing p-clip on coiled cable then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported by the customer during the leak test that the cardiosave intra-aortic balloon pump (iabp) is not passing the pneumatic module leak test. It¿s giving a message that it won¿t build up enough pressure to start the test. There was no patient involved and no adverse event was reported.